Event description:
It was reported that this implantable lead was explanted due to placement in anterior interventricular vein (aiv) and not providing proper cardiac resynchronization therapy (crt) response/poor morphology. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a150202. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable lead was explanted due to placement in an anterior interventricular vein (aiv) that was not providing proper cardiac resynchronization therapy (crt) response. The qrs morphology was still wider than desired. A new lead was successfully implanted and the qrs width was improved. No additional adverse patient effects were reported.